Event description:
It was reported that an asymptomatic patient presented in clinic after receiving an alert for capacitor charge time being reached message. Manual capacitor maintenance attempted was unsuccessful. Device replacement was recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.